Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that cardiac resynchronization therapy defibrillator (crt-d) delivered an inappropriate shock to the patient. The shock was delivered due to oversensing and noise. Additionally an alert triggered due to counts to the sensing integrity counter (sic) and high rate non-sustained tachycardia. This event was correlated to the patient's use of pulsed electromagnetic field (pemf) therapy with electrode pads placed on the patient's chest simultaneously to the alert and shock event. Provocative testing was administered and showed no oversensing or other abnormalities. The patient was advised to discontinue use of pemf therapy. The crt-d remains in use. No further patient complications have been reported as a result of this event.